Manufacturer narrative:
Cmr surgical limited is submitting this report to comply with FDA regulation 803. The subject device has been inspected and the right lower handgrip was replaced. Cmr surgical ltd does not consider this report and content to be an admission that its product is defectiveor that it has caused a death or serious injury.

Event description:
Reporter alleged that during a procedure on (B)(6) 2026, that there was an unrecoverable alarm, and the surgery had to be converted to a laparoscopic procedure. No harm to patient, no clinically significant delay to the procedure. At the time of this report, nofurther information has been provided. Cmr surgicalltd does not consider this report and content to bean admission that its product is defective or that ithas caused a death or serious injury.